Event description:
It was reported that during a user attempt to fill an insulin cartridge, air introduced while filling caused the syringe to push out the cartridge rubber stopper, resulting in insulin leakage, and the user was later guided through a successful cartridge fill; no alerts or alarms occurred and the user¿s blood glucose was not affected, with the issue associated with the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue at the reservoir and was characterized as a leak or splash. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.